Manufacturer narrative:
B3: updated as first of may 2026, as the date of event is unknown. D4 - primary UDI number, h4: left blank as the serial number is unknown. The suspected pump was not returned for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined.

Event description:
It was reported by a patient that an infusion pump repeatedly alarmed for line kinks, even though no kinks were present, during a continuous infusion of the drug epoprostenol sdv g-veletri at home. The patient switched to a backup pump and changed the cassette, after which the infusion continued successfully. There was patient involvement, but no harm was reported.